Event description:
It was observed during the device inspection, that the ultrasound gastro exhibited foreign material exiting from the channel, coming out of the distal end, and the suction volume does not meet the standard value. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined the foreign material was part of a stent. There was no damage to the area where the foreign material was detected, and the reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented by following the instructions for use in chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.